Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The last routine download was 10 months ago, and remaining longevity was 2 years. However, the device recently declared elective replacement indicator (eri). The physician requested an explanation for the apparent early depletion. No data has been transmitted to technical services for review and the device remains implanted at this time. Replacement has yet to be scheduled. No adverse patient effects were reported. It was reported that a request was made to have data from this device analyzed. Data analysis confirmed the battery is depleting normally. The change in longevity is due to a mismatch between the expected battery voltage over time and the actual battery performance. The declaration of eri was appropriate. The device remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The last routine download was 10 months ago, and remaining longevity was 2 years. However, the device recently declared elective replacement indicator (eri). The physician requested an explanation for the apparent early depletion. No data has been transmitted to technical services for review and the device remains implanted at this time. Replacement has yet to be scheduled. No adverse patient effects were reported.